Manufacturer narrative:
Concomitant medical products: product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to an infection at the pocket site. It was noted that the lead was ¿partially explanted¿ and was ¿still attached to the ins. There were no other patient symptoms associated with the event. Patient was ¿alive with no injury¿.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead found it had been cut through and segmented.